Manufacturer narrative:
(B)(4). Subsequent to the initial MDR submitted, additional information received that the physician assessed the adverse events as not related to the mitraclips, rather due to decompensated heart failure. Based on the new information, as there was no device related adverse event or malfunction, this event would not be MDR reportable.

Event description:
Subsequent to the initial medwatch report filed, the additional information was obtained: transesophageal echocardiogram, done on (B)(6) 2018, showed the mitraclips remained stable and well seated on the leaflets. The mitral regurgitation (mr) grade was moderate and not severe. There was no suspected tissue damage due to the mitraclips. Diuresis, blood transfusion, and anti-arrhythmic medication were provided. Per physician, the increased mr was due to decompensated underlying heart failure. On (B)(6) 2018, the patient was transferred from an outside hospital for shortness of breath. Per physician, the event was unrelated to the mitraclip device and unrelated to the mitraclip procedure.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed medwatch report, the additional information was obtained: on (B)(6) 2018, the patient had been hospitalized for shortness of breath. Diuresis was provided via medications and the patient's symptoms improved. Another gastrointestinal bleed (gi) was noted with accompanying low hemoglobin. Packed red blood cells were provided and the event resolved. Per physician, the shortness of breath requiring treatment with medication was possibly related to the mitraclip device. Per physician, the gi bleed requiring a transfusion was unrelated to the device.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as severe mitral regurgitation with dyspnea and chest pain were observed. It was reported that on (B)(6) 2018,two mitraclips were implanted (cds0503 80104u159 and 80104u161) in a patient with functional mitral regurgitation (mr) grade 4+, reducing the mr to grade 1+. On (B)(6) 2018, the patient was admitted to the hospital due to shortness of breath, chest pain, presumed to be related to atrial fibrillation with rapid ventricular rate (rvr). The patient was anemic with a positive occult stool. An upper and lower gastrointestinal evaluation was performed but the source of the bleed was not located. Atrial fibrillation with rvr and severe mr were noted. The patient received 4 units of packed red blood cells and the event resolved without sequela. Per physician, the atrial fibrillation with rvr is unrelated to the mitraclip and the anemia is related to the recurrent gastrointestinal bleed. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. It should be noted that the reported patient effects of mitral regurgitation (mr) and dyspnea, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, the mr was due to patient morphology/pathology (underlying heart failure). The dyspnea was likely a secondary effect of the mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.